Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 14mm, diameter 2.5mm was used to treat a mildly calcified lesion with 80% stenosis in a pt's mildly tortuous obtuse marginal. It was reported that the stent dislodged into the left main during the procedure. The left main was very calcified with 30% stenosis. There were no issues noted as the stent was advanced over the wire and through the guide catheter. The physician failed to cross the target lesion with the stent. It is reported that the stent dislodged on calcium into the left main when the doctor was attempting to pull the stent back into the guide. The stent was retrieved from the pt by snare. The pt was reported to be fine post procedure and no clinical sequelae have been reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for evaluation.

Manufacturer narrative:
Intervention required. Calcification, failed to pre-dilate, dislodgement. Conclusion: calcification, direct stenting.